Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by patient's legal counsel that patient underwent right revision procedure approximately seven years post-implantation due to unknown allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2016-00237 / 00238). Product location unknown.

Event description:
It was reported by patient's legal counsel reported patient was revised on the right hip due to unknown allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.